Event description:
A customer observed discordant and imprecise results for a pt sample and quality control fluid with the vitros immunodiagnostics products b-hcg ii assay on their vitros eci immunodiagnostic analyzer. The falsely elevated pt result was not reported. There was no allegation of pt harm. .

Manufacturer narrative:
Repeat testing of the pt sample on an alternate vitros eci analyzer determined that the original result was falsely elevated and not repeatable. Repeat analysis of the quality control sample in question gave variable results. An ocd field engineer made necessary repairs to the sample metering, reagent metering, and incubator systems and returned the instrument to expected operation. The root cause was determined to be instrument related and appropriate repairs brought the instrument back to expected operation.